Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 415 mg/dl at time of incident and current blood glucose level was 415 mg/dl. The customer¿s blood glucose level was 341 mg/dl. The customer had symptoms such as felt like crap, nothing like diabetic ketoacidosis awful but don't feel good. The customer was treated with insulin pump. The customer did not alleged pump was under delivering. The customer performed high pressure test and the insulin flow blocked and passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.